Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient could not get her stimulator to charge. The patient also stated she couldn¿t get her stimulator to work. This had been going on for 3-4 months. The patient had an upcoming appointment with her physician on (B)(6) 2013. Additional information was requested, but the patients follow up physician had not heard from the patient. If any information is received, a follow up report will be sent.